Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
Surveillance from hospital (B)(6). The title of this report is ¿national post-market product surveillance - tenxor external fixation system¿ which was released on 19-09-2006 and is associated with the tenxor external fixation system. Within that report, postoperative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses intraarticular wire.